Event description:
The patient possibly had an allergic reaction to their first pump, and it was replaced (reference mfg. Report #3004209178200906148). The patient had a similar reaction to the new pump. Patient symptoms included a rash and a milky white substance in the pump pocket. A dacron pouch had been used in the pump pocket. The patient had a neurostimulator and did not have problems with that implantable device. The pump was explanted 3 days after implant.